Event description:
This morning I opened a brand-new toothbrush package and discovered it did not have tamper-resistant packaging as required under 21 cfr 700.25. It was simply packaged in a cardboard box which could be opened and resealed by anyone. I thought this was odd, but I was eager to try out my first plant-based toothbrush. Then I noticed that the handle had a different texture only in the location where my thumb rested. That seemed odd to me, but I was eager to try out my new brush. I easily washed it off, and then thought to smell that area because it would be a location where toothpaste might accumulate. Sure enough, it had a minty smell. Then I looked more closely at the base of the bristles, and it appeared that toothpaste had accumulated right where the bristles meet the handle. Another sniff, and I was convinced. Someone else had actually used this toothbrush, and somehow it still was made available for sale to the public. It could have been bought previously at the store where I purchased it, used, and returned in its original packaging for resale. It is also possible someone in china used it and returned it to the manufacturing line for sale. While I did not actually use it, I think this packaging failure is important to report because someone else has the potential of being harmed. The product is marketed as brush with bamboo by (B)(4). The packaging indicates it is usda certified biobased product, fsc certification 100% bamboo from well-managed forests, green america certified business, and vegan. It is designed in (B)(6), made in china, and distributed by (B)(4).